Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer report reference number: 1627487-2021-00923. It was reported that the patient may have the system explanted. No further information was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.